Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the user¿s settings showed that the insulin on board (iob) duration was set to six hours. During testing, an exercise was performed with 10 unit bolus and a duration period of 2.0 hours. After the 2 hours the iob status was 0.00 and this was accurately reflected in the iob status. The insulin on board feature was found to be functioning properly and the complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The insulin on board duration was reportedly set to six hours. The reporter alleged that before boluses for the past few months the insulin on board would be at zero, even when it had not been six hours since the last bolus. The reporter could not confirm if this occurred with every bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.